Event description:
During follow-up, noise signals were noted on the stored episodes. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.